Event description:
Per surgeon, a CT scan performed post op indicates the electrode array, implanted in 2009 may be in the wrong position, the results are unsure. The patient was explanted eight days later, and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
Cochlear attempted an electronic submission in 2009, unsuccessfully. Cochlear submitted paper submission ten days prior, and per FDA request, submitting electronically.